Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic visit, the right atrial lead exhibited a loss of capture due to dislodging. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable condition post surgery.